Event description:
The distal electrode broke. This is the black electrode on the carto 3 system. There was also noise on the recording system. This was an intra-procedure failure. Equipment is set up and tested prior to use. No harm came to this patient.